Event description:
It was reported that at a post operative check, the right atrial (ra) lead had no capture. Reprogramming of the ra lead was conducted and the lead remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6935 implantable tachy lead (B)(6) 2013. (B)(4).